Manufacturer narrative:
(B)(4). There was no report of pt involvement. The unit was evaluated by a philips field svc engineer and the failure was verified. The ac power supply was replaced which resolved the reported issue.

Event description:
The customer reported the unit would not power up on ac power; there was no ac power indicator.